Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose at the time of the incident was 340 mg/dl. Troubleshooting was not performed due to customer changing out reservoir prior to calling. The product will not be returned for analysis.